Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report at this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet.

Event description:
The customer reported to vyaire medical that the avea ventilator loss of o2 (oxygen) alarm. The patient was removed from the ventilator and transferred to other ventilator, it was confirmed that there is no harm on the patient.